Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a channel a failure. This condition had the potential to interrupt delivery. This condition was found in the "ccu" department. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "ch a failure" was not confirmed nor reproduced during evaluation. Quality engineering determined failure code (fc) 570:320 to be the as determined problem code. Fc 570:320 was caused by depleted main batteries as a result of user error. The main batteries and harness were replaced to fix the reported condition. A service history review revealed that this device was previously serviced for the reported condition. The main batteries and harness were replaced. According to device history review, pump failed '701:00' at ch c. Pump was retested and no repeatable failure was found. The user interface module software version is vista minor(5.04.00).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.